Event description:
Medication was hung and confirmed that it was infusing. While in room, IV pump stopped infusing and error message stated that lever was open. After multiple minutes of trying to troubleshoot the pump, it was still not allowing us to use. Medication was delayed in delivery.

Event description:
Medication was hung and confirmed that it was infusing. While in room, IV pump stopped infusing and error message stated that lever was open. After multiple minutes of trying to troubleshoot the pump, it was still not allowing us to use. Medication was delayed in delivery.